Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head, underneath the top cover, within the hp1 filter, and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid and fluid could not be determined. An internal inspection also found the comm cable disconnected from the comm board. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. The device history record found a mushroom head check performed on 08/05/2019. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received a heater bag no detected message during step 3 of setup. The patient reported receiving a volume error alarm during fill 1 of 4 of treatment and the treatment was cancelled. The patient stated that they had been using continuous ambulatory peritoneal dialysis (capd) due to catheter (not a fresenius product) surgery. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.